Event description:
Information received from the field notes that when the patient reached the recovery room, loss of capture and sensing were seen. It was determined that the lead had dislodged. During the initial implant procedure, the physician had difficulty extending the helix. The threshold values were normal at implant.